Event description:
It was reported that the patient¿s ilet pump touchscreen was cracked, and a replacement pump was arranged for delivery. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed stress-related damage consistent with a fracture of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.